Manufacturer narrative:
A1-a6: patient information provided b5: additional information d4: serial number, lot number, expiration date, and primary UDI number, updated h4: device manufacturing date, updated h6: codes updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was determined that these elevations were likely due to the patient's hypertension and hyperdynamic state at the time caused by pain. A computed tomography angiography (cta) of outflow graft done showing ¿eccentric thrombus within the distal outflow cannula, not significantly changed since june 30, 2022". The patient was treated with pain management and antihypertensives. No hemolysis was noted. The ventricular assist device (vad) appeared to be functioning as intended and was not stated to have contributed to the reported events. The patient's power and flows returned to baseline after improved pain management and blood pressure regulation.

Manufacturer narrative:
Section a2: patient age corrected section b1: type of report corrected section d1: brand name corrected section d4: model number, catalog number, lot number, and primary UDI corrected section h6: health effect - clinical code and health effect - impact code corrected section h6: health effect - clinical code: coronary obstruction/occlusion - 4871 manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of coronary artery occlusion and hypertension could not be conclusively established through this evaluation. Review of the submitted log file confirmed pump power and flow values elevated above the reported baseline range. Although a specific cause could not be conclusively determined through this evaluation, the account indicated that these elevated values were likely due to the patient's hypertension and hyperdynamic state. Additionally, the report of outflow graft thrombus could not be confirmed based on the provided information. A specific cause for the reported thrombus could not be conclusively determined. The submitted log file contained events and data from 27jul2024 through 12sep2024, per the timestamps. Elevated pump power and flow values above the reported baseline ranges were observed on 11sep2024, up to 7.4 watts and 7.7 lpm respectively. It should be noted that these elevated values were not sustained through the remainder of the file. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists myocardial infarction and device thrombosis as adverse events that may be associated with the use of the heartmate ii lvas. This section also outlines pump parameters, including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy, including international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this section states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cta was performed on 13sep2024. It was also noted that the patient's original outflow graft from their previous vad remained in use on their current vad. The patient's pump exchange is reported under MFR #: 2916596-2024-00130.

Event description:
It was reported that the patient was admitted to the hospital with complaints of chest pain and palpitations. The patient's proximal left anterior descending coronary artery (lad) had an 80% occlusion. One drug-eluting stent (des) was placed (B)(6) 2024. Upon rounding patients room it was noted that their visualized flows were ranging 5s-8s and powers 5s-7s. The patients' normal flows were 4s-5s and powers 5s-6s. No alarms were noted. The patients mean arterial pressures (maps) were 90s-100s. Plasma free hemoglobin and lactate dehydrogenase (ldh) levels were stable. Log files were sent for review. The log file captured routine events, there were no notable alarm conditions or parameter changes. Refencing the graph, the power and flow appeared to be on a slight upward trend. The ventricular assist device (vad) appeared to be functioning as intended.

Manufacturer narrative:
A1-a6: patient information pending follow up with hospital. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.